Manufacturer narrative:
The ft3 reagent lot number is 686656 and the expiration date is 30-apr-2024. The ft4 reagent lot number is 72489601 and the expiration date is 30-jun-2024. The customer stated that they received ft4 calibration errors. The customer's ft4 level 2 qc was high outside of the acceptable range. The customer's ft3 qc was acceptable. The field service engineer (fse) found a leak in the reagent flow path and repaired the tubing. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys ft4 IV assay and elecsys ft3 iii results for 8 patient samples on a cobas 6000 e601 module. For sample 1, the initial ft3 result was 5.98 pg/ml and the initial ft4 result was 2.04 ng/dl. The sample was repeated the next day on another analyzer and the ft3 result was 3.49 pg/ml and the repeat ft4 result was 1.30 ng/dl. For sample 2, the initial ft3 result was 12.53 pg/ml and the initial ft4 result was 4.01 ng/dl. The sample was repeated the next day on another analyzer and the ft3 result was 2.32 pg/ml and the repeat ft4 result was 1.02 ng/dl. For sample 3, the initial ft3 result was 7.85 pg/ml and the initial ft4 result was 1.64 ng/dl. The sample was repeated the next day on another analyzer and the ft3 result was 2.54 pg/ml and the repeat ft4 result was 1.16 ng/dl. For sample 4, the initial ft3 result was 16.95 pg/ml and the initial ft4 result was 3.09 ng/dl. The sample was repeated the next day on another analyzer and the ft3 result was 2.53 pg/ml and the repeat ft4 result was 1.27 ng/dl. For sample 5, the initial ft3 result was 15.04 pg/ml and the initial ft4 result was 3.52 ng/dl. The sample was repeated the next day on another analyzer and the ft3 result was 11.62 pg/ml and the repeat ft4 result was 2.78 ng/dl. For sample 6, the initial ft3 result was 14.73 pg/ml and the initial ft4 result was 2.83 ng/dl. The sample was repeated the next day on another analyzer and the ft3 result was 3.45 pg/ml and the repeat ft4 result was 1.32 ng/dl. For sample 7, the initial ft4 result was 1.80 ng/dl. The sample was repeated the next day on another analyzer and the repeat ft4 result was 1.38 ng/dl. For sample 8, the initial ft4 result was 4.73 ng/dl. The sample was repeated the next day on another analyzer and the repeat ft4 result was 2.90 ng/dl. The repeat results were deemed correct.